Manufacturer narrative:
Product analysis: product analysis: it was determined during analysis of the external pulse generator (epg) that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, capacitor c277 was damaged on the main printed circuit board (pcb) and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.